Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 45.8 cm - 46.7 cm, 46.9 cm - 47.0 cm and 47.2 cm -47.3 cm from the connector pin. The abrasions resulted from constant friction with another implantable device. (B)(6).